Event description:
Patient reports infused xembify today with f900 tubing but infusion was 2 hours and 15 minutes instead of estimated 3 hours 20 minutes. Patient is concerned it is a pump issue since each 50ml syringe she used for her total 150ml dose was consistently 45 minutes each. No adverse event reported due to pc. No interruption to therapy or missed dose due to pc. Defective device is available for return & is being replaced. The suspect device serial number was not provided by the patient the following device serial number is currently checked out by the patient for use: (B)(6). No additional information was provided. Reported to (B)(6) by: patient/caregiver.